Manufacturer narrative:
There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device malfunction. DHR review was completed for the lot in question and all the devices fulfilled all requirements prior to release.

Event description:
A case of cardiac tamponade occurred during a cryoablation procedure, where the versacross rf wire and versacross large access dilator were used along other devices. The right atrial wall was punctured inadvertently while attempting transseptal puncture multiple times due to poor imaging with the intracardiac echocardiography (ice) catheter. The patient developed an effusion leading to cardiac tamponade. Chest compression and CPR was performed, followed by pericardiocentesis. Transesophageal echocardiography (tee) was conducted to check for cardiac structures. There was no left or right atrial compression noted . The procedure was aborted after approximately 2-hour delay. The patient was announced to be in a stable condition; however, hypoxia was noted. The patient started crashing again. Chest compression and CPR was performed. There is no evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as a baylis medical devices were reported to be among the devices used in the procedure, baylis medical has decided to submit this report. A separate problem report has been submitted for the versacross large access transseptal dilator with MDR report number 9710452-2021-00054.